Event description:
Ivac pump set at 42 cc/hr, the nurse observed that the potassium chloride in dextrose 5 in water was running more rapidly than 42 cc/hr and reset the machine to infuse 42 cc/hr. The nurse again observed that the infusion was much more rapid than the rate set - 42 cc/hr. The machine was taken out of svc.